Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia on (B)(6) 2018 with blood glucose value was 20-30 mg/dl. The current blood glucose is 82 mg/dl and at the time of incident was 91 mg/dl. The customer treated their low blood glucose with food. The customer was wearing insulin pump during hospitalization. Based on the customer's report customer alleged insulin pump was over delivering. The insulin pump will not be returned for analysis.